Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. Attempted to analyze the event log which was recorded internal memory of the unit, but the log at the time of the event was not recorded. Since event log writing was not processed properly, the cause for the operational stop has been assumed to be that the series of processing such as data communication and writing was not executed properly. Therefore, the software version was upgraded to the latest 3.6.1 to address the issue. Unit was checked overall, cleaned, run in tests, alarm tested, tested by test station, and calibrated then confirmed there was no abnormality. The bipap a40 system silver is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.